Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that there was a loss of stimulation. The patient said that there were no known factors that may have led to the issue. The rep performed an impedance check which showed that all impedances were >10000. The rep said that the patient would be scheduled for a lead revision. It was noted that the issue was not resolved at the time of the report. No further complications were reported.